Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. The customer resolved the issue by changing pump supplies and resuming insulin therapy.